Manufacturer narrative:
The complaint device was received and the reported complaint is not confirmed. Upon sample receipt, the fibers were wet and tinged with evidence of blood exposure. All molded components (polycarbonate & polyethylene) did not isolate any defects which may have caused an improper mating between parts. No kinked, broken, looped or damaged fibers were noted on the circumference of the fiber bundle. Gross visual examination could not determine any damage, defects or irregularities which would affect the physical integrity of the dialyzer. The dialyzer was also subjected to an internal leak test where no internal leaks were noted in the dialyzer. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Furthermore, as part of the investigation a review was performed on the sub-assembly lot numbers used in the production of the finished lot. There were no non-conformances in any of the raw materials used in finished lot production including the fiber bundle, o-ring, or the polycarbonate molded components related to the reported complaint event. The investigation into the cause of the patient incident was not able to confirm a device issue which would have resulted in the adverse event. Analysis of the complaint device did not identify any damage, irregularities, or defects that would affect the integrity or performance of the dialyzer unit. Therefore, the complaint has been deemed not confirmed.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch will be submitted upon completion of this activity. Clinical investigation: the patient medical records were provided by the user facility on (B)(6) 2017. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. The patient medical records did not contain a death certificate or an autopsy report for review. Although a temporal association between the 2008t hd machine, the optiflux 180nre dialyzer assembly, and the naturalyte and the event of cardiopulmonary arrest exists, there is no allegation against the 2008t hd machine or any fresenius products and the cardiopulmonary arrest, and the subsequent expiration of the patient. The patient had a complex medical history, including coronary artery disease, peripheral artery, and diabetes mellitus. All comorbidities are known to be strong predictors of sudden cardiac arrest in the hd patient population in addition to a previous mi and chf. A probable association exists between the patients multiple comorbidities, and the cardiopulmonary arrest and subsequent death.

Event description:
A user facility requested on-site service to evaluate a hemodialysis (hd) machine after a patient adverse event. A patient presented to the clinic for a regularly scheduled hd treatment. The patient arrived to the facility via wheelchair from a skilled nursing facility where the patient resides. Patient vitals were stable upon arrival. A nasal cannula was applied and oxygen (o2) was given at the start of treatment as is routinely for this patient. The patient received a heparin bolus of 4,000 units prior to the initiation of the hd therapy. At 11:17 am, the hd treatment was initiated; the patient was alert and resting comfortably. At 11:35 am, the patient was found to be alert, resting comfortably, and denied having any complaints. At 12:09 pm, the patient reportedly awoke from sleep and asked for help. The patient was struggling to breathe, so the o2 was increased to 5l, with no visible improvement. The patient became cyanotic within a couple of minutes. At 12:11 pm, emergency medical services (ems) was called, and an o2 mask at 15l was applied. At 12:18 pm, the patient became unconscious. An automatic external defibrillator (AED) was applied which advised no shock and cardiopulmonary resuscitation (CPR) was initiated and continued for 20 minutes until ems arrived. Upon their arrival at 12:35 pm, the ems assumed care of the patient. The patient was moved to the ambulance via stretcher, and then transported to a local hospital's emergency room (ER) where resuscitation efforts were continued, but unsuccessful. The patient was pronounced dead. The reported cause of death was cardiac arrest, cause unknown. No autopsy was performed. There were no reported device problems; no audible machine alarms were generated and no diagnostic messages occurred during the hd treatment. However, while the patient was being worked on, the emergency medical technicians rolled something across the drain line and the back pressure caused the line to disconnect and spray the wall outlet. As a result, the machine would no longer power on. The machine was removed from service where it remained until evaluated by a fresenius regional equipment specialist (res). A fresenius res performed an on-site evaluation of the unit. The res found the fuses in the power supply were affected due to the gfi tripping as a result of the fluid spraying the wall outlet. Following the fuse replacement, the system powered on, but the conductivity failed to come up due to an air lock in the acid pump. Functional testing performed by the res confirmed the system was operating properly. Additionally, dialysate cultures were sampled and sent to the lab for evaluation. As of (B)(6) 2017, the cultures were within range. The 2008t hd machine is ready to be returned to service, and will be released back to the floor at the direction of the facility¿s medical director. No malfunction of any fresenius product in use during the hd treatment performed on (B)(6) 2016 was alleged, observed, or identified prior to or during the event. No parts from the 2008t hd machine are available for evaluation. The dialyzer was returned to the manufacturer for evaluation. Samples of the acid/bicarb in use during the hd treatment are available to be returned to the manufacturer for analysis.